Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 135 mg/dl, 156 mg/dl, 99 mg/dl, and 60 mg/dl. Customer drank "another sugared pop" (8 oz), ate dinner of liver, potatoes, and peas with the reading of 60 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.